Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and was obstructed due to a stylet/guidewire stuck in the lumen. The inner insulation of the lead was extrinsically breached due to a tear and pulling/stretching/overstress. The inner and outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched and damage at implant. The analyst noted that the lead was returned stretched, with the stylet stuck and could not remove it from lead, and the helix was fully retracted. Visual inspection found there was severe damaged on the lead body, and the damage possibly contributed to the complaints reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited unstable thresholds, loss of capture, and was difficult to place due to patient anatomy. On the third placement attempt the helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.